Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that the transmitter shorted out and burned their skin. While traveling, and going through transportation security administration (tsa), she thought something had happened as she felt pain later and noticed her skin was burned/infected under the footprint of the sensor patch. She called a physician but could not connect with anyone, so she went to the emergency room. No symptom or treatment information was provided. At the time of the report she was home. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.